Event description:
Clamp hole was smaller than usual causing the need for additional person to help with procedure and get thru hole.

Manufacturer narrative:
Investigation findings: the qfi report was reviewed to obtain the sales and similar complaint information. Deroyal has sold (B)(4) cases of the finished good from 2012 to 2014. There have been no previous reports identified for the issue reported. The work order review identified raw material (B)(4), lot number 3000/1200/ gc1.1cm. The qc complaint specialist contacted the manufacturing facility's qc for vendor conformation. It has been confirmed the vendor of the product was (B)(4). Scar2014-125kjg has been issued to the vendor. A request has been made to each of the identified branch plants to perform an ansi inspection in comparison to the devices drawings to ensure the raw material inventory is conforming. It has been found that product has been found that did not conform to the device. A 100% inspection has been initiated with in the manufacturing facilities. Additional communication and samples were provided to the vendor in reference to the reported issue. The vendor initially responded to the scar on 03/24/2014. Due to the scar response the qc complaint specialist requested additional information. The vendor supplied the information requested on 04/01/2014. It is detailed within the surgical design information; manufacturing clamp; and die inspection checklist attachments. Correction: a correction has not been taken at the present time. The reporting customer has requested replacements. Root cause analysis: scar: negligence of concerned person during process due to overlooked given instructions by manager qa and production. Mixing of unchecked lot with checked lots during checking stage. Corrective action and/or systemic correction action taken: after receiving the complaint of this particular item, we are now more focused on this item's quality. In this connection, complaint has been informed to all concerned persons. For improvement in quality and specification, we have revised our inspection tactic to ensure flawless quality and product's specification as per technical drawing. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.